Event description:
The explanted lead and generator were received by the manufacturer. Analysis was approved on the returned generator. When received, the data was downloaded from the generator and reviewed. No visual anomalies were identified with the generator. The generator was interrogated and system diagnostic tests were performed and returned results within the normal limits. The generator performed according to functional specifications. Analysis has not been approved on the lead to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was observed on a patient's device. Clinic notes from that office visit also indicated that the patient was experiencing an increase in seizures that began three weeks prior to the clinic visit. The patient had fallen while in her wheelchair. The neurologist believed that the fall had caused a lead fracture which ultimately resulted in the high impedance and seizure increase. Upon observing the high impedance and noting that the device was delivering an output current that was lower than programmed, the neurologist programmed the patient's output currents off. The patient underwent full revision surgery. The explanted products have not been returned to the manufacturer to date. No additional relevant information has been provided to date.

Manufacturer narrative:
Date of event, corrected data: follow-up report #01 inadvertently did not update date per results of analysis describe event or problem, corrected data: follow-up report #01 inadvertently did not contain full results of analysis relevant tests/laboratory data, including dates, corrected data: follow-up report #01 did not contain data relevant to analysis.

Event description:
Analysis on the generator indicated that the last larger than 25% change in impedance value occurred five months prior to the high impedance being observed during the clinic visit. Both the impedance values prior to and after the change signified high impedance. Analysis was approved for the lead. The lead was returned in five portions, and the tie downs were not returned. Set screw marks were observed near the end of the connector pin. During the visual analysis, portions of the outer and inner tubing appeared to be twisted and abraded open with the coil of the connector pin exposed. The connector ring coil appeared to be broken in multiple positions. Extensive pitting was identified at the coil breaks, which prevented identification of the coil fracture type. No other obvious anomalies were noted. No additional relevant information has been provided to date.